Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing itching and scarring had occurred while wearing the pod between 4 and 24 hours. Patient visited physician and was prescribed flonaze.